Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to weight loss the patient's ipg has flipped on its side in the pocket causing the device to protrude and causing pain. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, x-ray imaging revealed migration of the leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were repositioned and the ipg was explanted and replaced to address the issue.